Event description:
Complaint notes: rv unipolar lead impedance warning on (B)(6)2022. Atrial bipolar lead impedance warning on (B)(6)2022. Atrial unipolar lead impedance warning on (B)(6)2022. Previous alerts triggered for this dating back to 2019. Warning are falling under observations, alerts turned ott for the lead impedances. Threshold is 200 ohms. Currently both measuring above 200 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).